Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of dilaudid at 3.750 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2019, it was reported that the patient's pump was empty. The patient reportedly missed their pump refill in (B)(6) 2019 and the pump had been empty since then. According to the pump logs, the empty reservoir occurred on (B)(6) 2019. The hcp wanted to do a roller study to determine if the pump was still functioning. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient's managing doctor had performed a motor/dye study. The results were not provided. It was indicated the doctor would most likely replace the pump.